Event description:
It was reported that the patient expired on (B)(6) 2011. The patient was admitted to the hospital with severe sepsis. Source of infection was determined to be ICD pocket. The ICD system was explanted and patient was medic ally stabilized. Later, patient became hypotensive and his congestive hf decompensated. Patient expired due to cardiogenic shock.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.